Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen cr-flex. It is reported by the patient's counsel that the patient received an implant on (B)(6) 2005 and was revised on (B)(6) 2007 due to pain. Note that the nexgen cr-flex is zimmer (B)(4) design. The tm monoblock tibia is the only component that is zimmer tmt design and it was also revised during this surgery.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.